Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the battery charging limit was found set below 100% and was recalibrated. The system board was replaced to address the issue.